Event description:
It was reported that the right ventricular (rv) lead appeared to be oversensing. Possible noise was noted on stored electrocardiograms (ECG). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.